Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a loose drive support cap. Customer's blood glucose was unknown at the time of the incident, but it was stated to be normal and did not require medical treatment. It was reported that the drive support cap was loose and sticking out from the side of the insulin pump. There was no indication of troubleshooting or the issue being resolved. The insulin pump will not be returned for analysis.